Event description:
A customer carrying out a correlation study reported multiple patient samples that gave discrepant results with a competitors assay. There was no report of patient harm as a result of this event.